Event description:
As reported in the descover database, six days after the procedure, the patient returned to the hospital with a myocardial infarction. The patient was emergently taken to the cath lab where repeat ant=giography revealed a thrombus in the previously implanted stent in the distal circumflex.